Event description:
Procedure performed: ni event description: complaint 1 of 3: # (B)(4) first unit where the clip unintentionally cut the artery complaint 2 of 3: # (B)(4) second unit where the clip did not fire correctly complaint 3 of 3: # (B)(4): third unit regarding similar event that occurred a few weeks ago. The clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery causing the clip to fall off the applier as the trigger was pulled the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10ml because the cystic artery had already been clipped by the surgeon earlier. In the same case a second laparoscopic clip applier was attempted but the clip did not fire correctly. The provider did report that a similar incident occurred a few weeks ago but he did not report it at the time so we do not have any other information on that case. For complaint # (B)(4), we do not know whether patient injury occurred. Account manager will follow up with customer for additional information. Additional information provided on 17apr2025: the incident was almost identical, where the clip cut the artery. Intervention: ni. Patient status: ni.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction: h6. Device code.

Event description:
Procedure performed: ni. Event description: the clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery causing the clip to fall off the applier as the trigger was pulled the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10ml because the cystic artery had already been clipped by the surgeon earlier. In the same case a second laparoscopic clip applier was attempted but the clip did not fire correctly. The provider did report that a similar incident occurred a few weeks ago but he did not report it at the time so we do not have any other information on that case. For complaint [complaint number] we do not know whether patient injury occurred. Account manager will follow up with customer for additional information. Additional information provided on 17apr2025: the incident was almost identical, where the clip cut the artery. Intervention: ni. Patient status: the clip cut the artery.